Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The revision surgery was performed on (B)(6) 2018 when the hakim valve 's setting was changed and the patient didn't improve. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming; no issues were found. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and no issues were found. The siphon guard was removed and the valve was pressure tested without issue. Review of the device history records for the valve confirmed the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.